Event description:
Zoll customer support contacted a (B)(6) male patient in regards to pulse test relay check flags and code 105 seen in the download. The patient reported that his monitor displayed a message to connect the belt, despite the belt being connected. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of the electrode belt sn (B)(4) has been completed. The reported problem (connect belt messages/code 105) has been confirmed. Upon evaluation, the trunk cable connector was broken. The cause for the damaged connector cannot be positively identified but was likely the result of excessive force. No adverse event resulted from the broken connector. The patient received a replacement electrode belt.